Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed err121. No additional patient or event information is available. The receiver was returned for evaluation. The receiver was visually inspected and no defect was found. The receiver log was reviewed and found hardware battery errors and screen error alarms. The reported event of a an error icon display was confirmed. The root cause was determined to be a defective receiver battery.&#842;